Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. Visual inspection of the kidney balloon revealed the balloon was disengaged from the cannula; the flange was inverted. The balloon was unable to be inflated due to being disengaged from the cannula. The locking collar and flapper valve were intact and functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the disengaged balloon. The root cause is consistent with rough handling of the inflated balloon inside the cavity during the procedure. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
There was no reported information regarding this complaint.